Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring observation. On 14-jul-2022, intuitive surgical, inc. (Isi) followed up with the physician and obtained the following information: the physician reported that the pneumothorax was not caused by the ion system. The pneumothorax was secondary to transbronchial lung biopsies. The physician confirmed that the pneumothorax would have likely occurred with transbronchial biopsies done with another navigational product, catheter directed, or blind/fluoroscopic on biopsies. The pneumothorax was identified on an x-ray of the patient¿s chest. The pneumothorax was initially 2 cm, up to 2.5 cm, but then decreased in size. The procedure was completed and there were no delays reported. The size of the lesion was 2.1 * 2.3 and was located in the left upper lobe 2 mm away from the pleura. The patient did experience back pain and supplemental oxygen was provided (although the patient was not hypoxemic). A chest tube was not placed. The patient was observed for one day, and discharged the next day about 30 hours after the procedure. It was confirmed that there are no images/videos available. The physician confirmed that the was no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. Per an isi senior failure analysis engineer, as of 12-jul-2022, a system log review could not be performed because the system logs are not available at this time. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. The patient was hospitalized for one day and was discharged home.